Event description:
Pfs and medical records received. Pfs alleges the patient was revised for pain, difficulty walking, sleeping, bending and anxiety over high ion levels. After review of the medical records it indicates the patient was revised on (B)(4) 2011 due to a broken liner. An unknown liner and head is being reported. There was no mention of high metal ions.

Manufacturer narrative:
This complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.